Event description:
Dealer stated when the end user was raising the head of the bed up a rivet popped off flying across the room and hitting the wall. Dealer stated there were no injuries associated with the incident.